Event description:
It was reported that the wire issue occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 1.25mm rotapro was selected for use. While advancing the system to the lesion, it was noted that there were slight difficulties in advancing through the lesion and then the rotawire guidewire was pushed out with very high speed in dynaglide mode and was described as almost as a shot gun. The procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the advancer to the 1.25mm rotapro atherectomy system; the burr catheter was disposed at the facility. Visual inspection of the device found that there were two bends to the handshake connection. Microscope inspection of the device did not identify any damage or defects. As the rotawire used in the procedure was not returned, a test rotawire was used for analysis. During analysis, the test rotawire was able to be fully inserted and removed from the device; however, there was resistance at the bends in the handshake connection. When the rotapro advancer was connected to the rotapro console and the ablation button was pressed, the device stalled and did not run due to the handshake connection damage present. The device was tested in both normal mode and dynaglide mode with the same outcome. There was no wire movement prior to the device stall during rotational testing. During rotational testing, the brake defeat button was pushed and was able to engage and disengage with the wire without issue or resistance.

Event description:
It was reported that the wire issue occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 1.25mm rotapro was selected for use. While advancing the system to the lesion, it was noted that there were slight difficulties in advancing through the lesion and then the rotawire guidewire was pushed out with very high speed in dynaglide mode and was described as almost as a shot gun. The procedure was completed with a non-bsc device. No patient complications were reported.